Manufacturer narrative:
D10: concomitants: lgc tibial fit tray cem sz 3.5f / 4.5t - 02-012-45-3545 - 4869480. Logic cr femoral por, left, sz 3.5 - 02-010-04-0235 - 4416761. Three peg patella 38mm - 200-02-38 - 6067814. H3: the revision reported was likely the result of presumed prosthesis wear of the tibial insert and the patella, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
It was reported, a 64 yo male patient, initial left knee implanted on (B)(6), 2022, underwent a revision procedure on (B)(6) 2024, approximately 1 year 7 months post the initial procedure. The patient was revised due to femur loosing from poly and patella wear. Everything was removed. There were no device breakages or surgical delay during the procedure. The patient was last known to be in stable condition following the event. X-rays provided. No devices returning for analysis. They were discarded at the hospital. Device images were provided. No further information. This was the 2nd revision for this patient. 1st revision reported under MDR# 1038671-2022-01115.